Event description:
The lay user/reporter called lifescan (lfs) on february 2006, and alleged that the patient's meter was reading inaccurately high. The medical affairs specialist spoke to the reported on february 2006, and obtained/verified the following information. According to the reporter, the patient tested his blood glucose on february 2006 at approximately 11:30 pm and obtained a result of 98mg/dl. The patient was feeling weak at the time of testing. Previously that day, the patient had taken his two pills of starlix, one in the morning and one in the evening and his daily amount of insulin, 20 units in the morning and 30 units in the evening. About 10 minutes after testing, he began to feel sweaty, unable to speak, loss of bladder control and his eyes were closed. His brother found him and called paramedics. They arrived four minutes later and obtained a result on their meter of 34mg/dl. He was treated with IV glucose and taken to the hospital. His blood glucose was tested at the hospital and he obtained another result of 34mg/dl. He was admitted for two days due to hypoglycemia. The reporter stated that this last dose of insulin would have been around dinnertime that day. The patient and his brother performed several tests within 10 to 11 minutes. The results were 179, 387, 116 and 407 mg/dl. The test strips were not in good condition (they were peeling). The techniques for cleaning the puncture site and for applying the blood to the test strip were correct. The patient did not have control solution to test. This complaint is being reported because the patient obtained a result that was higher than the paramedics' result, while using test strips that were peeling and the patient got medical treatment.